Event description:
It was reported during the use of the trp35cc, an optical sensor malfunction occurred, which prevented the arterial pressure waveform from being displayed. The same issue persisted even after replacing the device, leading to the conclusion that the problem was related to the catheter. To ensure continuity of care, arterial pressure was measured using the transducer, and therapy was continued. The device was subsequently discontinued without any adverse effects on the patient. No harm was reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. The optical fiber was found to be broken within the membrane approximately 21.6cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.